Event description:
A stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral artery was reported on may 14, 2008. The pt has a history of diabetes mellitus, hypertension and prior stroke. The pt had a tia (transient ischemic attack) in 2006. For this procedure on the same day, pre-procedure stenosis was 80%. The pt "... Was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. Prior to discharge, the pt had an ischemic stroke, and was treated with medication (prolonging hospitalization - released after 39 days). The stroke resolved with residual effects in the same month. Follow up cerebral imaging found no evidence of target lesion restenosis.

Manufacturer narrative:
Subject device was placed without incident; however, the pt had an ischemic stroke prior to discharge. Requests for follow up info have been unanswered to date. The reported adverse event (stroke) is contained in the device directions for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.